Manufacturer narrative:
E1: complainant city: (B)(6). Complainant state/province: (B)(6). Complainant country: (B)(6). The device has malfunctioned and would be likely to cause or contribute to a death or serious injury if it were to recur. Based on the circumstances of the reported complaint, the case has been submitted as a reportable malfunction and there was minor harm experienced, and it has been reported under imdrf health impact code and clinical code. Based on the available information, this event is deemed to be a reportable malfunction. On 18 apr 2023, additional information was provided that the patient was ¿connected to an eda pain pump cadd solis (battery-powered) as well as an icp meter - pressure meter (bed pressure due to a crus fracture) brand; medic lifeline. He was at the post operative ward where there are monitoring units, but he was not connected to it during the incident.¿. A review of the IFU by the convatec clinical team indicated noted the flammable warnings are included on the product and the product packaging has the necessary warning symbols to highlight this. The IFU also includes warnings to keep away from ignition sources and sparks. Follow up information was requested to confirm the environment the patient was in and if oxygen was in use. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Third party manufacturing site: 3010605379.

Event description:
The health care professional (head nurse) reported that the event was occurred in 2023. The patient had to remove a venflon, for to which the company's product was used to loosen the tape in the elbow pit. When the venous catheter had been removed, the nurse compressed at insertion site with a compress. When mother and nurse overlapped each other, sparks came, and high flames spread in the bed, and they did knock down the flames within four to five seconds and also reported they both were on bedding and on the patient's shirt. The nurse got singed hair on her arms. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h3: device evaluated by manufacturer? Has been selected as yes. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Investigation report was completed by supplier hydrokem. Investigation findings: · materials & manufacturing: all ingredients, including hexamethyldisiloxane (main flammable component), were in specification, correctly handled, and free from contamination. · manufacturing process: no deviations were found in production records; correct materials were used, and pressure checks met specifications. · flammability: the product is inherently flammable and clearly marked as such. Similar incidents have been recorded involving adhesive removers. · product inspection: retain samples showed no leaks or issues with the actuator system; correct hazard labels were present. · technical assessment: the product met all performance and safety requirements but could ignite when exposed to a static charge or ignition source. · previous complaints: other incidents involving similar products include cases of mis-use and ignition caused by electro-scalpels. Conclusion: no manufacturing defects or deviations were identified. The complaint is assumed to be due to mis-use rather than a fault in production. A product recall was deemed unnecessary, and no further quality or safety implications were found. This investigation will be closed. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Third party manufacturing site: 3010605379.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).